Manufacturer narrative:
The modified x-25 shaft with lobes [product code: 6983-28-876, lot number: gm3905701] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted and no emerging trends were found. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Event description:
Instruments originally sent to (B)(6) who forwarded on to complaint handling unit. Emailed rep complaint form to complete. Complaint description unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.